Event description:
Pt's pci procedure on (B)(6) 2018, the sheath became kinked in the iliac artery. It was successfully removed. A second catheter was advanced with the same complication. However, this second catheter broke inside the pt. The sheath along with the catheter was removed without any residual fragments seen on fluoroscopy.